Event description:
Breathing bag on anesthesia delivery system found to have defect in bottom of bag prior to start of case. Half of rubber nipple end missing. Unable to determine if problem was the result of product defect or if product was damaged after being removed from packaging. Pt was not involved as problem was discovered during check of equipment prior to pt entering room.